Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and disassembled the monitor and cleaned the electrical contacts and connections on the pcb inverter and pcb video recorder boards. The fse reassembly the unit with the original parts and all functional diagnostic tests were carried out.

Event description:
N/a

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units monitor is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).